Event description:
Procedure type: lap hand-assisted sigmoidectomy. Patient sex: unknown. According to the reporter: the instrument did not fire and the bowel was stuck in the instrument. The instrument was removed, but the anvil remained in the patient. Reportedly, the patient had to be opened to retrieve the anvil.